Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) # additional information: b5, d9, g4, h3, h6, h11 b5: additional information was received indicating this occurred during patient infusion in the intensive care unit (ICU) however there was no injury or adverse event as a result. H11: the device was received for evaluation. During functional testing, the reported problem "upstream error when there was no occlusion" was confirmed. During testing an upstream occlusion alarm occurred. A review of the event history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be a punctured ultrasonic sensor with holes and peeling. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error when there was no occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.